Event description:
It was reported that during an unknown procedure, the jaw of the instrument has been broken. Unknown how case was completed. There were no adverse consequences for the patient. One device will be returning.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis should the information be provided later, a supplemental medwatch will be sent. Additional information requested, but not received: what portion of the device is being referred to as the 'jaw?' Titanium blade tip. White teflon tissue pad?

Manufacturer narrative:
(B)(4). The device was returned in good physical condition with the blade tip intact and not broken off as reported by the customer. The device was tested with a generator and was functional. The clamp arm was firmly fixed to the tube at the clamp arm weld. There were no anomalies noted with the functionality of the device. It is possible that the device returned may have been used to complete the procedure and is not the device complained about. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.